Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They called back to report the patient stated it hurts in the area of the ins, like a stabbing pain. The patient rep mentioned previously reported information, and added that they shut the patient's therapy off. The patient rep was redirected to the patient's healthcare provider (hcp). The patient rep mentioned they also tried to get in touch with the patient's hcp but it might take a day or two to schedule an appointment.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported initially the device worked fine and responded to the patient's body, but then the patient stopped voiding about a month or two ago. Caller stated that they took the patient to their urologist and a medtronic representative came out to assess the device and they came to the conclusion that the device was working, but the body was not responding. Caller said that the patient had a suprapubic catheter put in about 2-3 weeks ago and they were going to do voiding trials, but the caller said forget it and they wanted the device taken out and just have the catheter removed. The caller also said that in the meantime they wanted to shut the stimulator off so it stops stimulating and aggravating the bladder, and the patient was getting severe spasms and hadn't slept in 3 days from the spasms.. The agent walked caller through connecting to the patient's ins and turning the therapy off. The caller confirmed that the patient's therapy was turned off. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned that they will meet the patient's hcp next month. The caller mentioned sometimes having trouble connecting to ins, and the agent reviewed communicator best practices.